Event description:
On (B)(6) 2012 it was reported patient fell down in his garden , in front of his wife on (B)(6) 2012 and could not be resuscitated. Autopsy shows a big myocardial infarction. Physician initially concerned regarding the high lead impedance the day before patient died as well as then being in retry mode. Lead dysfunction? Now though no claims of the pacemaker system as an autopsy showed a large myocardial infarction. Grateful for a check on device functionality though. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).